Event description:
The customer reported that the spectrum displays false air in line alarms or "air in line errors". There was no patient injury. No further information was available.

Manufacturer narrative:
(B)(4). The device has not been received by baxter for evaluation. The investigation has not completed at this time. A supplemental report will be provided when the investigation is completed.